Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, during a transfemoral procedure in the aortic position, the commander delivery system crossed the native annulus and while retracting the pusher, the whole system moved towards the aorta and the pusher could not be retracted. It was decided to withdraw the sheath and delivery system/valve a unit from patient but the valve remained stuck in the femoral artery. Another delivery system with a new valve was inserted through the guidewire, passed through the first valve in the femoral artery and the second valve was implanted successfully. Surgical removal of the stuck valve was performed and the femoral artery was repaired. The patient is stable. The device is being returned.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed the following: two severe kinks on the balloon shaft (due to packaging), minor flex tip gouges, and the sheath expanded as designed. Functional testing was performed the balloon shaft was able to be pulled to valve alignment position and locked. The device could be locked and unlocked without issue. The fine adjust knob was rotated to its full travel without any abnormalities observed. The balloon shaft was unlocked and there was difficulty advancing the balloon shaft due to the severe kinks present on the shaft. However, as the shaft was able to be pulled to valve alignment position without issue, it is unlikely that there is interference between the balloon shaft and a component within the handle. Dimensional testing was unable to be performed due to the condition of the device (balloon unpleated/unfolded). A picture of the valve after it was removed from the patient was provided and reviewed. The valve appears to be partially opened and wrapped with tissue from the femoral artery. During the manufacturing process, the entire delivery system (including the balloon shaft, flex shaft, crimp balloon, inflation balloon, and nose tip) is visually inspected and tested several times for the following: wall thickness, visual defects, distal length, proximal length, distal ID and proximal ID, single wall thickness, double wall thickness, appearance/gross defects, foreign matter, impurity or contamination, fish eyes and gel spots. In addition, balloons are sampled for burst testing following visual inspection. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. During the pleat, fold and forming process the balloon is inspected for distorted/pinched folds. Flex function of devices is 100% verified. During the testing, the angle and height of the device at full flex are verified. During final inspection the device is inspected distal to proximal by both manufacturing and quality for the following: damage or missing components, and distorted/pinched folds. Functional inspection of the fine adjust function, collet/shaft clearance, and collet engagement. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. Additionally, the work order underwent product verification testing as a requirement for lot release. During product verification (pv) testing using sample devices are tested. The samples are inspected for physical defects or damage. In addition, fine adjustment verification is performed to verify that valve alignment is functional. The balloon is tested for pushout force. No failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing related issues that could have contributed to the reported events. A review of lot history revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿delivery system ¿ balloon shaft resistance with flex shaft¿ was unable to be confirmed. Functional testing of the returned device found that the balloon shaft could be pulled to valve alignment position with no resistance observed, indicating no there was no interference between the shaft and components within the handle. Furthermore, there was no report of resistance during device preparation, where the balloon shaft is moved between packaging and default position. The complaint for ¿delivery system ¿ valve dislodged from balloon¿ was confirmed based on the picture provided by the field. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. If the delivery system was not unlocked prior to retraction of the flex catheter, the whole delivery system would move forward, as described in the complaint description. The flex shaft would be unable to be retracted in the locked position. Training manual instructions state to unlock the balloon lock before retracting the flex catheter. It is also possible that due to vessel tortuosity, inhibitory calcification, or tension in the delivery system, increased force would have been required to pull back the flex shaft. No information was provided on the patient anatomy, it is possible the valve caught on patient calcification or tortuosity during retrieval of the system. The scratches observed on the sheath shaft supports the presence of calcification. Training manual instructions state to retract the valve into the sheath, ensuring the valve is ¿completely inside the sheath and just past the sheath tip.¿ if the valve was unable to be placed inside the sheath, it would also increase the likelihood of the valve catching onto patient anatomy. If valve was stuck on patient anatomy, it could then slide off the delivery system when the system was pulled to retrieve the devices. In addition, if tortuosity was present and the valve was not coaxial with the sheath during retrieval, the valve could have also caught onto the sheath tip and become dislodged as the delivery system was pulled into the sheath. The distal tip damage and minor delamination on the sheath indicates the possibility of the valve interacting with the sheath, which may have contributed to the resulting dislodgment. While a definitive root cause could not be determined, available information suggests patient and/or procedural factors may have contributed to the complaint event. The complaint for delivery system ¿ balloon shaft resistance with flex shaft was unable to be confirmed. However, the complaint for delivery system ¿ valve dislodged from balloon was confirmed. Although the occurrence rate exceeded the may 2018 complaint trending control limit for ¿valve dislodged from balloon,¿ a review of available information did not identify any potential manufacturing non-conformances or IFU/training manual deficiencies that would have contributed to the complaint. In this case, available information suggests that patient (calcification/tortuosity) and/or procedural factors (not unlocking device prior to retraction/tension build up and valve not retrieved into sheath) may have contributed to the complaint events. No product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed may 2018 control limits. No corrective or preventive action is required at this time.